Event description:
Incorrect results were released on the patient due to instrument problems. The vendor was notified. The report was corrected and the physician was notified.

Event description:
Incorrect results were released on the patient due to instrument problems. The vendor was notified. The report was corrected and the physician was notified.